Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was not receiving adequate relief. Diagnostic imaging confirmed that lead had migrated. As a result, a surgical intervention may be pending to address the issue.

Event description:
Additional follow up revealed that patient underwent a surgical procedure on (B)(6) 2018 and l5 lead migrated and therefore was replaced. Reportedly, the replacement lead provides good coverage of the targeted pain area post operatively.